Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. (B)(4). The field service engineer (fse) confirmed problem cracked top enclosure they also identified that the measured airflow volume was 141 liters per minute (lpm) when the setting was 120lpm out of the allowable range and confirmed the power led went off. The field service engineer (fse) replaced the top enclosure flow sensor assembly and the overlay, power switch. The device successfully passed performance specification testing after the repair was completed.

Event description:
The field service engineer (fse) reported a power light emitting diode (led) failure. There was no patient involvement failure as it was detected during the periodic maintenance of the device.

Manufacturer narrative:
Date rec¿d by MFR : 06may2019. The fse confirmed the cracked top enclosure problem. They also identified that the measured airflow volume was 141lpm when the setting was 120lpm out of the allowable range and confirmed the power led went off. The field service engineer (fse) replaced the top enclosure flow sensor assembly and the overlay, power switch. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.